Event description:
Received the product(s) and during incoming/labeling operation found the following defect. Details of the defect is unreadable printed label (lot# and expiration date).

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event; MDR decision has been re-run and is not reportable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.